Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind and displacement test. No rewind anomaly noted. Insulin pump received with intermittent act button due to corroded keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that the insulin pump ran out of insulin and the customer was unable to complete the rewind process. The customer's blood glucose was 164 mg/dl. The insulin pump had alerted low reservoir and the customer could not clear the alert. The buttons of the device were unresponsive. The discontinuation of the device was advised. Nothing further was reported.